Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 42 occurred on the ilet indicating a motor current sense failure, the alert recurred after a guided restart, and the device was replaced; the patient experienced hyperglycemia with readings described as ¿high¿ for approximately 36 hours and used (B)(4) units of tresiba as back-up therapy. Symptoms included thirst and mild nausea. Outcomes included temporary interruption of automated insulin delivery and the need for back-up subcutaneous insulin therapy without hospitalization or professional medical intervention. Investigation included review of device history and patient-reported data, confirmation of the alert in the ilet history, and operational guidance to restart followed by device shutdown and replacement. Investigation of this case revealed a current sense failure within the insulin delivery motor system consistent with an internal component malfunction leading to an unresolved alarm state after restart. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the motor current sensing circuit necessitating replacement.